Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found on the motor, battery tube and vibrator assembly however, moisture damage was found on the electronic assembly during visual inspection. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that a crack was present on the insulin pump. Customer stated water was able to enter the insulin pump through the crack. The customer also reported fluid was present under display. Customer was unable to read the display due to the moisture damage. Customer's blood glucose was 9 mmol/l. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.